Manufacturer narrative:
Patient information was unavailable from the site. No parts have been replaced or returned to the manufacturer for evaluation. A medtronic representative has not performed on-site inspection or troubleshooting. No findings possible at this time.

Event description:
A medtronic representative reported that the imaging system was unable to fully boot up during a spinal fusion procedure. It was reported that the system remained in the 'initializing phase', and that there was an error with the collimator. As this occurred pre-operatively, the use of the system, and the procedure itself, were discontinued.

Manufacturer narrative:
Additional information: a medtronic representative reported that the patient was awoken from anesthesia due to the second imaging system at the site was down and could not be used for fluoro image acquisition for the procedure.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.